Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument's jaws would not close properly to clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken inputs the instrument lost tension and was unable to follow the master tool manipulator (mtm) commands. The complaint was confirmed by failure analysis.